Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the recharger batter level was not incrementing and it had been plugged in overnight. It did not keep a charge unless it was plugged in. The connector pin was loose. The recharger was not receiving information from the antenna. They were not able to charge the ins because of the recharger not charging." They tried to connect to the ins with the patient programmer. After the patient changed the batteries in the patient programmer, the screen showed poor communication. They were not able to connect to the ins with the patient programmer of the recharger. They got poor communication on both devices. Patient services reviewed possible over discharge, and that they need to follow up with their healthcare provider (hcp) if the replacement recharger does not charge the ins. They reported not feeling stimulation and did not recall the last time that they felt stimulation. They stated "I have no juice" and verified that they meant the ins was depleted. Additional information was received. It was reported the patient's implant was not charging and they wanted to contact a local manufacturer representative. Additional information was received from a patient. It was reported that patient received new recharger on 09/09. Patient called the family healthcare professional (hcp) on 09/10, gave further information on 09/12 and received a call from newly found electronic representative (rep) on 09/15. Patient called back and forth several times, got a name of the hcp to replace battery on 09/15. Patient called different hcp for appointment on 10/06. No patient symptoms were reported.